Event description:
Piece of the black coating from the glidewire came off in the pt's ureter. All pieces removed from pt. No pt harm. (Procedure being performed was cystoscopy, ureteroscopy laser lithotripsy, placement of a double j stent.